Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used flat full flute wound drain. Visual inspection of the sample noted attached in house evacuator to flat flute wound drain. Water traveled from the wound drain to the evacuator therefore suctioning. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 7mm wound drains not functioning or not pulling any fluid. Per follow up via email on 05mar2025, it was reported that the drain was pulled post operation in the clinic. Packaging not available. Drain on other side of abdomen was pulling fluid. No impact to the patient.

Event description:
It was reported that 7mm wound drains not functioning or not pulling any fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.